Manufacturer narrative:
Product analysis: visual examination confirms the top tab is broken; the broken piece is missing and not returned for analysis. The fracture initiation appears to be located at the base of the tang, consistent with bend stress overload. Microscopic examination of the fracture surface reveals a relatively quasi-brittle fracture, with no indication of fatigue. Conclusion: the observations of the failure made from the inserter are consistent with bend stress overload. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The product is not returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event.

Event description:
It was reported that patient underwent a fusion surgery. Intra-op, tip of the threaded inserter broke. There were no patient symptoms or complications as a result of this event.